Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was received for analysis an empty opened foil and a winding former with a reparked needle-suture of product code sxpp1a400, lot mez734. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted and, body fluids, damaged barbs were found, and the end was cut. In addition, per the sample condition the functional test could not be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of breakage suture suggests an improper handling of the sample.